Event description:
Dr. (B)(6) performed a semi-elective surgery on a female pt on (B)(6) 2012. The planned surgery was an exploratory laparotomy, take down of ileostomy, and closure of an enterocutaneous fistula. All of this was done successfully. The pt's abdomen was closed with a biodesign g36033-c-slh-8h-20x20 as an underlay with long-term resorbable sutures and the fascia (albeit weak) was closed on top. The skin was left open due to the nature of the surgery. A wound vac was used postoperatively with reportedly both black and white foam. On the second wound vac change (6 days later), fascial dehiscence was noted and the biodesign graft was exposed and ascites drainage was present. At the next wound vac change, it was noticed that most (50%) of the biodesign graft was disintegrated. She was taken back to surgery and a bard product was placed on top of the biodesign. The pt subsequently developed another enterocutaneous fistula. She continued to deteriorate and passed away on (B)(6) 2012. Dr. (B)(6) indicated an exposed abdomen made matters significantly worse. The cause of death was sepsis, renal failure, and respiratory failure. Pt died on (B)(6) 2012 as a result of sepsis, renal failure, and respiratory failure.

Manufacturer narrative:
No device evaluated. Device not returned to the MFR. Ec results - weak fascial closure contributed to fascial dehiscence. The underlying problem in this complaint is the deterioration of the biodesign graft. The biodesign is not believed to be the direct cause of the pt's death, however, the exposed bowels and open abdomen complication the pt's scenario. A common cause of biodesign deterioration can be related to infection and/or lack of maximum possible contact of the biodesign with healthy well-vascularized tissue. Additionally, communication with the cook representative involved in the case indicated the pt had renal failure and respiratory failure at the time of placement of the biodesign graft. This, in combination with the presence of an enterocutaneous fistula, indicates the pt's overall state of health going into surgery may not have been ideal and that the pt's ability to heal may have been compromised. Also, a common risk factor for a takedown of an ileostomy is postoperative infection. A root cause of the biodesign deterioration was likely related to two factors, one - the presence of infection (indicated by sepsis noted as a cause of death), and two - the fascial dehiscence which exposed the biodesign not only to contaminants, but also to the wound vac. Although we do not believe the biodesign was the cause of the fascial dehiscence or that the biodesign deterioration was a direct cause of death for this pt, the pt did not require intervention due to the exposed bowels as a result of the biodesign deterioration. The biodesign 8-layer tissue graft/biodesign hernia graft IFU fp0036-2h list multiple precautions with the use of the product, of which the following may pertain to this case: place graft in maximum possible contact with healthy, well-vascularized tissue to encourage cell ingrowth and tissue remodeling, extended rehydration or excessive handling could lead to partial delamination of superficial layers of the graft, and this graft has been reported to be safe in clean and clean-contaminated hernia repair. However, care should be exercised when it is placed in critically ill pts or in severely contaminated wounds. When using with negative pressure, vacuum-assisted devices, cover the graft with a hydrogel or non-adherent dressing to prevent dryness. Additionally, use negative pressure wound therapy systems according to MFR recommendations including prevention of air leaks and dressing changes. Potential complications noted in the IFU include infection, fistula formation, and recurrence of tissue defect. Additionally, the IFU notes that complications, such as delayed wound infection, hernia recurrence, and the need for reoperation, should be reasonably expected in pts who are critically ill or who have severely contaminated abdomens. The IFU also notes to place closed suction drains for 2-6 weeks. Remove when output is less than 20 ml/24 hours for at least two (2) consecutive days or until drain is dry.